Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2018 with blood value of 700 mg/dl and insulin pump had motor error. Customer had symptoms such as abdominal pain and vomiting. The customer was treated with insulin drip. Customer reported that the drive support cap was loose. The insulin pump will be returned for analysis.